Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during daily inspection, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the o-ring. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Event description:
It was reported by the customer that during daily inspection cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.